Event description:
The initial reporter stated they received discrepant results for one patient sample tested for k, bun, and crej2 assays. On (B)(6)2023 at 6:27 p.m. The customer ran the sample and received the initial results: k result: 6.5 mmol/l, bun result: 37 mg/dl, crej2 result: 8.9 mg/dl. The initial results were reported outside of the laboratory where the physician questioned the bun result and the laboratory reran the sample. The customer reran the sample and received the following results: k result: 5.0 mmol/l, bun result: 20 mg/dl, crej2 result: 3.0 mg/dl. This medwatch will apply to bun and crej2 assays from the cobas pro c503 analytical unit. Please refer to medwatch with a1 patient identifier (B)(4) for information related to k results from the cobas pro ise analytical unit. The lot number of the bun reagent used was 663424. The lot number of crej2 reagent used was 567564. The expiration date of both reagents was not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6)2023 with acceptable results. Qc was acceptable. "Abnormal reagent flow path", "abnormal aspiration" and multiple sample alarms were observed on the alarm trace data. The field service engineer (fse) did not find a cause for the issue. The fse replaced the sample probe and performed checks on the fluidics. Mechanical and operational checks passed. The investigation did not identify a product problem. The cause of the event could not be determined.